Event description:
It was reported that a spectrum iq infusion pump had an issue of flow rate accuracy keeps failing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, flow rate accuracy test keeps failing was reproduced. Device was sent for flow rate testing and the device was out of specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Pressure plate travel requires adjustment as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h6: type of investigation additional information h11: the event history log review was performed. The condition of the IV set, IV bag, and set up are unknown. An event occurrence date was not provided; however, the last day of customer use revealed two infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusions ran to completion without interruptions and no abnormalities that could cause or contribute to the reported problem were observed. Should additional information become available a supplemental report will be submitted.